Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (vaginal, menorrhagia") and endometriosis ("endometriosis") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercholesterolemia, genital herpes and hsv infection (hsv who has had 3+ mo history of pelvic pain, desiring intervention.). Tobacco status: never smoker. Concurrent conditions included diabetes mellitus (diagnosis diabetes mellitus without mention of complication, type ii or unspecified type, not stated as uncontrolled) since (B)(6) 2011, gallbladder disease since (B)(6) 2011, herpes simplex type ii since (B)(6) 2011, ovarian cyst since (B)(6) 2011, cholecystectomy since (B)(6) 2011, eye operation since (B)(6) 2011, allergy nos (types of wrist bands in place: allergy wrist band (red), blood band, name band.) Since (B)(6) 2011, pelvic pain since (B)(6) 2011, abdominal pain (allergy reaction svmptom: abdominal pain (active) category drug, reaction severity: mild,) since (B)(6) 2016, passive smoking (second hand smoke last 12 months: yes) since (B)(6) 2016, endometriosis of ovary since (B)(6) 2016, endometriosis of fallopian tube since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, hyperlipidemia since (B)(6) 2016, multigravida (g4p1031 with pmh of dm) and parity 1 (g4p1031 with pmh of dm). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In january 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and alopecia ("hair loss/hair loss"). On (B)(6) 2011, 1 year 1 month after insertion of essure, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines / migraines / headaches"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches"). In 2011, the patient experienced vaginal infection ("vaginal infection / vaginal infection infection (bladder / urinary tract / vaginal) - type: vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery") and endometriosis (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with essure removal and fulguration) and surgery (fulguration of endometriosis.). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal infection, procedural pain, vaginal haemorrhage, headache, pelvic pain, alopecia, abdominal pain and endometriosis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptom. Patient had essure placed in (B)(6) 2009 and is currently sexually active. It was reported that (B)(6) 2011 was patient's essure insertion date, in recent follow up it was reported as (B)(6) 2009. Exam under anesthesia, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulguration of endometriosis. With laparoscopy, normal abdominal anatomy was identified, such as the appendix, liver, and no gallbladder was present, and adhesive disease was obvious at the uterus, fallopian tubes and ovaries. Three very small, probably 2 x 2 mm spots of endometriosis were noted. One was in the patient s left ovarian fossa and 2 were in the cul-de-sac just below the uterosacral ligaments. Discrepancy in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2011: full occlusion of fallopian tubes; in 2010: total bilateral occlusion on (B)(6) 2011, diagnosis: bilateral tubes and essure device, partial resection and removal: segments of fallopian tube (two) seen in full cross section; essure device (gross diagnosis), specimen source: bilateral tubes and essure device. Clinical information: pelvic pain. Gross description: labeled "bilateral tubes and essure device" per requisition is a 5.0 x 0.6 cm, pink-purple, fimbriated fallopian tube and a second pink-purple portion of fallopian tube, 3.0 x 0.4 cm. Separate in the container are two metallic coils consistent with an essure device, 4.0 and 7.5 cm in greatest dimension. The shorter segment of fallopian tube is inked blue. Representative sections of both fallopian tubes are submitted in a1. Procedure performed: eua, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulgaration of endometriosis. Preoperative diagnosis chronic pelvic pain post operative diagnosis: endometriosis. Findings and results (brief):eua: inflamed, erythematous labia minors, inflamed clitoris, thin white discharge, cervix smooth and normal in contour, os slightly open, no lesions/mass at cervix; midline, midposition uterus, no adnexal mass bilaterally. Lap: normal abdominal anatomy (identified appendix, liver, no gallbladder), adhesive disease obvious at uterus, tubes and ovaries - three spots of endometriosis noted (one in left ovarian fossa and two in the cul-de-sac just below uterosacral), ovaries both wnl, tubes wnl, several small tupoovarian cysts at right fibria, uterus small and normal in contour essure removed bilaterally specimens (include dimensions if needed) specimen: sent to pathology, right and left fallopian tubes, right and left essure devices. On (B)(6) 2016,it was reported that, other complications due to genitourinary device, implant and graft, surgical operation with implant of artificial nternal device causing abnormal patient reaction, or later complication, without mention of misadventure at time of operation, unspecified symptom associated with female genital organs. On (B)(6) 2011 fulguration surgery was done. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Event added from pfs- abdominal pain and endometriosis. Outcome of event abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal infection and procedural pain was updated from recovering / resolving to recovered / resolved. Outcome of events vaginal haemorrhage, headache, pelvic pain and alopecia updated from unknown to recovered / resolved. Onset date of event menorrhagia, migraine and dysmenorrhoea were updated. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercholesterolemia, genital herpes and hsv infection (hsv who has had 3+ mo history of pelvic pain, desiring intervention.). Tobacco status: never smoker. Concurrent conditions included diabetes mellitus (diagnosis diabetes mellitus without mention of complication, type ii or unspecified type, not stated as uncontrolled) since (B)(6) 2011, gallbladder disease since (B)(6) 2011, herpes simplex type ii since (B)(6) 2011, ovarian cyst since (B)(6) 2011, cholecystectomy since (B)(6) 2011, eye operation since (B)(6) 2011, allergy nos (types of wrist bands in place: allergy wrist band (red), blood band, name band.) Since (B)(6) 2011, pelvic pain since (B)(6) 2011, abdominal pain (allergy reaction svmptom: abdominal pain (active) category drug, reaction severity: mild,) since (B)(6) 2016, smoker (second hand smoke last 12 months: yes) since (B)(6) 2016, endometriosis of ovary since (B)(6) 2016, endometriosis of fallopian tube since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, hyperlipidemia since (B)(6) 2016, multigravida (g4p1031 with pmh of dm) and parity 1 (g4p1031 with pmh of dm). Concomitant products included anaesthetics (anesthesia). In april 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptom. Patient had essure placed in april 2009 and is currently sexually active. It was reported that apr-2011 was patient's essure insertion date, in recent follow up it was reported as apr-2009. Exam under anesthesia, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulguration of endometriosis. With laparoscopy, normal abdominal anatomy was identified, such as the appendix, liver, and no gallbladder was present, and adhesive disease was obvious at the uterus, fallopian tubes and ovaries. Three very small, probably 2 x 2 mm spots of endometriosis were noted. One was in the patient s left ovarian fossa and 2 were in the cul-de-sac just below the uterosacral ligaments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2011: full occlusion of fallopian tubes on (B)(6) 2011, diagnosis: bilateral tubes and essure device, partial resection and removal: segments of fallopian tube (two) seen in full cross section; essure device (gross diagnosis), specimen source: bilateral tubes and essure device. Clinical information: pelvic pain. Gross description: labeled "bilateral tubes and essure device" per requisition is a 5.0 x 0.6 cm, pink-purple, fimbriated fallopian tube and a second pink-purple portion of fallopian tube, 3.0 x 0.4 cm. Separate in the container are two metallic coils consistent with an essure device, 4.0 and 7.5 cm in greatest dimension. The shorter segment of fallopian tube is inked blue. Representative sections of both fallopian tubes are submitted in a1. Procedure performed: eua, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulgaration of endometriosis. Preoperative diagnosis chronic pelvic pain post operative diagnosis: endometriosis. Findings and results (brief):eua: inflamed, erythematous labia minors, inflamed clitoris, thin white discharge, cervix smooth and normal in contour, os slightly open, no lesions/mass at cervix; midline, midposition uterus, no adnexal mass bilaterally. Lap: normal abdominal anatomy (identified appendix, liver, no gallbladder), adhesive disease obvious at uterus, tubes and ovaries - three spots of endometriosis noted (one in left ovarian fossa and two in the cul-de-sac just below uterosacral), ovaries both wnl, tubes wnl, several small tupoovarian cysts at right fibria, uterus small and normal in contour essure removed bilaterally specimens (include dimensions if needed) specimen: sent to pathology, right and left fallopian tubes, right and left essure devices. On (B)(6) 2016,it was reported that, other complications due to genitourinary device, implant and graft, surgical operation with implant of artificial nternal device causing abnormal patient reaction, or later complication, without mention of misadventure at time of operation, unspecified symptom associated with female genital organs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Reporter was added. Medically confirmed case. Patient details, negative history, historical condition, concomitant disease, concomitant drug and unstructured relevant tests were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding (vaginal, menorrhagia") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypercholesterolemia, genital herpes and hsv infection (hsv who has had 3+ mo history of pelvic pain, desiring intervention.). Tobacco status: never smoker. Concurrent conditions included diabetes mellitus (diagnosis diabetes mellitus without mention of complication, type ii or unspecified type, not stated as uncontrolled) since (B)(6) 2011, gallbladder disease since (B)(6) 2011, herpes simplex type ii since (B)(6) 2011, ovarian cyst since (B)(6) 2011, cholecystectomy since (B)(6) 2011, eye operation since (B)(6) 2011, allergy nos (types of wrist bands in place: allergy wrist band (red), blood band, name band.) Since (B)(6) 2011, pelvic pain since (B)(6) 2011, abdominal pain (allergy reaction symptom: abdominal pain (active) category drug, reaction severity: mild,) since (B)(6) 2016, smoker (second hand smoke last 12 months: yes) since (B)(6) 2016, endometriosis of ovary since (B)(6) 2016, endometriosis of fallopian tube since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, hyperlipidemia since (B)(6) 2016, multigravida (g4p1031 with pmh of dm) and parity 1 (g4p1031 with pmh of dm). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and vaginal infection ("vaginal infection / vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menses"), migraine ("migraines / migraines / headaches"), procedural pain ("painful post-operative recovery") and alopecia ("hair loss"). The patient was treated with surgery ((bilateral salpingectomy with essure removal and fulguration). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal infection and procedural pain was resolving and the vaginal haemorrhage, headache, pelvic pain and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptom. Patient had essure placed in (B)(6) 2009 and is currently sexually active. It was reported that (B)(6) 2011 was patient's essure insertion date, in recent follow up it was reported as (B)(6) 2009. Exam under anesthesia, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulguration of endometriosis. With laparoscopy, normal abdominal anatomy was identified, such as the appendix, liver, and no gallbladder was present, and adhesive disease was obvious at the uterus, fallopian tubes and ovaries. Three very small, probably 2 x 2 mm spots of endometriosis were noted. One was in the patient s left ovarian fossa and 2 were in the cul-de-sac just below the uterosacral ligaments. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes on (B)(6) 2011, diagnosis: bilateral tubes and essure device, partial resection and removal: segments of fallopian tube (two) seen in full cross section; essure device (gross diagnosis), specimen source: bilateral tubes and essure device. Clinical information: pelvic pain. Gross description: labeled "bilateral tubes and essure device" per requisition is a 5.0 x 0.6 cm, pink-purple, fimbriated fallopian tube and a second pink-purple portion of fallopian tube, 3.0 x 0.4 cm. Separate in the container are two metallic coils consistent with an essure device, 4.0 and 7.5 cm in greatest dimension. The shorter segment of fallopian tube is inked blue. Representative sections of both fallopian tubes are submitted in a1. Procedure performed: eua, diagnostic laparoscopy, bilateral salpingectomy with essure removal, fulguration of endometriosis. Preoperative diagnosis chronic pelvic pain. Post operative diagnosis: endometriosis. Findings and results (brief):eua: inflamed, erythematous labia minors, inflamed clitoris, thin white discharge, cervix smooth and normal in contour, os slightly open, no lesions/mass at cervix; midline, midposition uterus, no adnexal mass bilaterally. Lap: normal abdominal anatomy (identified appendix, liver, no gallbladder), adhesive disease obvious at uterus, tubes and ovaries - three spots of endometriosis noted (one in left ovarian fossa and two in the cul-de-sac just below uterosacral), ovaries both wnl, tubes wnl, several small tuboovarian cysts at right fibria, uterus small and normal in contour essure removed bilaterally specimens (include dimensions if needed) specimen: sent to pathology, right and left fallopian tubes, right and left essure devices. On (B)(6) 2016, it was reported that, other complications due to genitourinary device, implant and graft, surgical operation with implant of artificial internal device causing abnormal patient reaction, or later complication, without mention of misadventure at time of operation, unspecified symptom associated with female genital organs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event pelvic pain, vaginal bleeding, headache, hair loss added. . Event product , patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient sought medical attention for her symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.